Manufacturer narrative:
The attachment device was received for evaluation. It was observed during functional testing that the device failed cutter insertion acceptance test. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which it was discovered that the device was "not working". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if injuries or medical intervention were reported. The event date was unknown to the reporter. No additional information is available.